Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The daughter of a customer reported the freestyle libre 2 reader would not power on with either button press or test strip insertion. The customer was unable to obtain glucose readings and subsequently lost consciousness due to hypoglycemia. Unspecified treatment from a third-party was required. There was no report of death or permanent injury associated with this event.

Event description:
The daughter of a customer reported the freestyle libre 2 reader would not power on with either button press or test strip insertion. The customer was unable to obtain glucose readings and subsequently lost consciousness due to hypoglycemia. Unspecified treatment from a third-party was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on returned reader. Reader did not power on with button depression or strip insertion, however, reader did power on with universal serial bus (usb) cable insertion. The reader was sent for further investigation and de-cased. No issues were observed upon visual inspection. The returned reader was placed into the reader printed circuit board assembly (pcba) test fixture and pressure was applied to the central processing unit (cpu). The reader powered on with the button and the battery was observed to be charging. Extended investigation has been performed on returned reader, and the returned battery measured at 0v which is not within specification. Replaced the battery with a new and unused battery, reader does not power on. Applied pressure to the microcontroller processor (mcp) and reader powered on. Therefore, this issue is confirmed to poor soldering of the mcp. All pertinent information available to abbott diabetes care has been submitted.